Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture¿ and ¿nodules of adenosis¿. Device remains implanted.

Event description:
Healthcare professional reported ¿breast implants broken¿. This record relates to left side. MRI report states an event of lump/nodule. Subsequently physician provided further information stating 'prosthetic rupture. The patient presented mastodynia, shape alteration'. Device has been explanted.